Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a regular follow up appointment. Upon interrogation, it was noticed that the patient had multiple noise episodes. All episodes look like true noise. The physician has decided to monitor the lead and see the patient every 3 months. The patient is stable.